Event description:
It was reported that the patient presented for routine in-clinic follow-up. A device interrogation revealed episodes of post-paced t wave oversensing recorded by the implantable cardioverter-defibrillator. Programming interventions were made. The patient was stable.